Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was removed from the artery and it was noted that the locator wings failed to collapse completely and the clip had not deployed. The number "3" indicating thumb advancer is fully advanced was not completely visible in the window of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.